Event description:
It was reported that the patient with this pacemaker system was exhibiting infection. The physician decided to perform debridement, the infected tissue was removed and cleaned. No additional adverse patient effects were reported.